Manufacturer narrative:
Establishment registration : (B)(4). There is an instruction that states, "do not place the humidifier on carpet. The heat sink underneath the humidifier might cause the carpet/wood floor to be discolored and may cause overheating of the unit" and consumer failed to perform that instruction. Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
The consumer filed an incident report with the cpsc reference number (B)(4) alleging that a humidifier caught on fire causing property damages. There was not a report of serious personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "do not place the humidifier on carpet. The heat sink underneath the humidifier might cause the carpet/wood floor to be discolored and may cause overheating of the unit" and consumer failed to perform that instruction.

Event description:
The consumer filed an incident report with the cpsc reference number (B)(4) alleging that a humidifier caught on fire causing property damages. There was not a report of serious personal injury with this incident.